Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the following readings on her meter within 10 minutes: hi, which on the system indicates a result in excess of 600 mg/dl , 269 mg/d, 549 mg/d, 171 mg/dl, 156 mg/dl. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.